Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 patient reported a pairing failure. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed. No data was provided for investigation. Bin file analysis was performed and the transmitter failed. The customer complaint of pairing failure was confirmed via product. The root cause was determined to be failed transmitter error via product. The reported issue of pairing failure is reportable based on the finding of transmitter failure error. No additional patient or event information is available.